Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient had pain at the implant site and down their leg. They also had burning and itching inside, with some redness at the incision site. Impedances tested normal and stimulation was turned down. The healthcare professional (hcp) prescribed cipro antibiotics in case of infection. The patient was to be scheduled for a CT of the implant site. The issue was not resolved at the time of the report. There were no device issues reported, and no further patient complications reported at this time.